Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) visited the customer site and performed an instrument log analysis and found numerous aspiration error codes along with wash pressure on reagent probe r1a/b too low and the r2a/b and sample probes approaching low wash pressures. The fse replaced both bellows (pn (B)(4)) and poppet valves (ln (B)(4)) for the internal wash pump 1 & 2. The fse identified the bellows and poppet valves as the likely causes of the customer issue. Additional actions included cleaning the heavily soiled sample probe and replacing the onboard bulk solutions and advising the customer of the sample probe concern. No subsequent result related issues have been reported with acceptable instrument performance. A review of the architect c16000 analyzer's ((B)(4)) service history identified no additional contributing factors on or around the date of the issue. The bellows were available but were not required based on a historical review of bellows trending data and the availability of instrument log data. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and c16000 system service and support manual contain information to address the current customer issue. No single definitive cause was identified. The issue was resolved per standard troubleshooting and replacing used parts in accordance with current product labeling. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Event description:
The customer reports issues with clin chem calcium assay results being generated on the architect c16000 analyzer in their lab. The customer provided one example of a full term infant's initial calcium result of 1.60 mmol/l (which was adjusted for the albumin concentration to a calcium level of 1.79 mmol/l). The infant was placed on an infusion of calcium gluconate over a five hour period due to this result. The sample was retested and generated a result of 1.97 mmol/l (which was adjusted for the albumin concentration to a calcium level of 2.16 mmol/l). The customer uses a reference range of 2.0-2.7 mmol/l (neonates less than four weeks of age; not adjusted). The customer verified that the infant suffered no adverse effects due to this issue. The sample used for testing was collected from an IV line. There are no further reports of any adverse impact to any further patients. A service call was initiated.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.